Event description:
It was reported that the patient received inappropriate atp and hv therapies for svt. During a subsequent follow up the device was reprogrammed. Patient monitoring will continue normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.